Manufacturer narrative:
Insulin pump received unable to perform the displacement due to broken battery tube threads, detached end cap and cracked bleeding lcd. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm 2 times and changed set 2 times and pump fell on the floor per accident. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will be return device for analysis.